Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
It was reported that the setscrew on this subcutaneous implantable cardioverter defibrillator (s-ICD) was stuck and could not be loosened. This occurred during the routine device replacement procedure. Technical services provided troubleshooting steps, and the setscrew was able to be loosened. No adverse patient effects were reported. The explanted device was not returned for analysis.